Manufacturer narrative:
The subject device was returned to the service center for evaluation, however, the device evaluation is still pending. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device console was found not functioning. The bipolar function was not recognized. There was no patient involvement on this event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: d4,d10,g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was not returned for evaluation. As the device has not been made available for physical evaluation, a conclusive root cause could not be determined. Olympus will continue to monitor complaints for this device.